Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank display on the insulin pump and pump did not take batteries and noticed a crack at the back of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. The pump was not turning on. Troubleshooting was performed for the blank display. Customer reported that battery compartment and/or springs were damaged and/or corroded. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No corrosion or damage was found on the battery tube/battery tube spring noted during an initial inspection however, moisture damage was present. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The pump was monitored, and no blank display or unexpected power/battery alerts were noted during testing. The earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 9:26:59 pm. There was no power data available for the event date of (B)(6) 2025 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the available historical data. No excessive or unusual power/battery-related alarms were noted in the history files. The pump was cut open for visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment, cracked select button keypad overlay, stained keypad overlay, stained serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The complaint of doesnt turn on (blank display) is not confirmed. The complaint of wont take a battery (battery failed alarm) is not confirmed. The complaint of corrosion/damage on the battery tube/battery tube spring is not confirmed however, moisture damage was present. Cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.